Manufacturer narrative:
See MDR 1920664-2009-00216 for the delivery device used with this intraocular lens.

Event description:
The posterior capsule was torn during the insertion of the iol. The incision was enlarged to remove the lens and replace another lens in the sulcus.